Event description:
It was reported that on (B)(6) 2012, the "pump site seemed infected", which caused "redness". Imaging showed no signs after antibiotics were prescribed during an emergency room visit. A follow-up report will be submitted if more information becomes available.

Manufacturer narrative:
Concomitant products: product ID: 8703w, lot# l64545, implanted: (B)(6) 1999, product type: catheter. Product ID: 8835, serial# (B)(4), product type: programmer, patient. Product ID: 8578, serial# (B)(4), implanted: (B)(6) 2012, product type: accessory. (B)(4).

Event description:
Additional information was received indicating patient had been diagnosed via examination on (B)(6) 2015 with an implant site infection and cellulitis.

Manufacturer narrative:
(B)(4).

Event description:
Additional information reported the patient experienced redness at the pump incision site. The patient expressed concern that his pump was infected 10 days postoperative from pump replacement. The site warm to the touch with some drainage. The patient went to the emergency room (ER) where ER doctor was concerned of superficial cellulitis around the pump. The patient was prescribed antibiotics bactrim and cleocin on (B)(6) 2012. The infection signs improved, and imaging showed no signs of infection around the pump itself. The severity was mild. It was not related to the pump. The outcome was resolved without sequelae on (B)(6) 2012.